Event description:
A us distributor contacted zoll to report that a patient developed a burn under the lifevest equipment. Patient described the area as burn marks after getting shocked by the device due to possible liquid ingress. There is no indication the patient received a treatment. The patient reported being hospitalized, but there is no indication of medical intervention specifically for the burn. Reporting out of an abundance of caution. Outcome of the burn is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.